Event description:
The customer reported an unspecified problem with the device. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported an unspecified problem with the device. There was no report of pt involvement or negative pt impact.